Event description:
Patient was revised to address cup migration and loosening, which caused pain. There was found to be no bony ingrowth. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Patient was revised to address cup migration and loosening, which caused pain. There was found to be no bony in-growth. Doi (B)(6) 2008 - dor (B)(6) 2012. (Right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address cup migration and loosening, which caused pain. There was found to be no bony ingrowth. **update** (B)(6) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from large amounts of cobalt chromium metal ions and inflammation. A femoral head has been added and initial emdr created.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for both of the reported part and lot number combinations. However, review of the as400 system, shows that at least 39 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving litigation information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Patient was revised to address cup migration and loosening, which caused pain. There was found to be no bony in-growth. Doi (B)(4) 2008 - dor (B)(6) 2012 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.